Manufacturer narrative:
Continuation of d10: product ID neu_unknown serial# unknown product type unknown. B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. The patient wanted to confirm if they could put heating pads and moisty pads on the ins and also wanted to know if their chiropractor could apply electric muscle stimulation close to the ins and do massages on the sacral area. The agent reviewed compatibility information for the procedures and referred to the patient therapy guide and their hcp. The patient said that they were too overwhelmed with all the information they had received after the surgery and stated if they would have known allof that before they would not have done the procedure. It was reported that the patient stated that they thought it was too aggravating to always keeps the devices available because they had problems with their shoulder and it was too complicated for them. They suggested that the therapy kit include a card or pamphlet explaining how to turn off the therapy, so anyone assisting them in an emergency could understand the process. The agent helped with the information. The patient was redirected to their healthcare provider to further address the issue. The patient called back a few days later and mentioned they spoke with the manufacturing representative (rep) yesterday, who answered several of their questions and made adjustments to their therapy. Additionally, the patient noted that their bladder was holding more urine due to the stimulation and mentioned that it takes time for anyone to adjust to holding extra urine. They suggested that the therapy kit include a card or pamphlet explaining how to turn off the therapy, so anyone assisting them in an emergency could understand the process. The agent helped with the information. The patient was redirected to their healthcare provider to further address these concerns.